Manufacturer narrative:
This report is a supplemental to MFR: 1218950-2025-000352 due to incorrect cfn/fei number. Please refer to this report for complete infromation. E1: reporter institution phone number: (B)(6). The remote service personnel (rse) worked with the customer, and it was reported the lack of alarms did not result in a delay of care. The lack of alarms was observed by healthcare staff when they witnessed the cardiac arrest. The sequence of events are reported as "alarm sound at the monitor but the monitor was disconnected from the central station, so the alarm did not sound at the central station. A caregiver saw the patient who was in cardiac arrest in the ICU when he was next to the room and immediately started the treatment. " the intervention performed was resuscitation. The outcome for the patient was reported as no outcome. As this cardiac arrest was witnessed and did not result in a delay of care. No impact to patient occurred. The customer wanted an analysis of the logs to find out the origin of this malfunction. Unfortunately, when the logs were to be extracted, it was one week after the event. The event happened on the 20th of may and notified philips on the 28th of may. The alarms from the 20th were no longer available in the logs (the retention time of patient information being 7 days on a sliding window). The time limitation of the alarm review was communicated to the customer as well as the following information that was able to be obtained: although the alarms on the date in question were not available, the rse was able to determine that during the day of the 21st they did not see a red alarm rising on the plant. Through review of the logs, they were also able to see that on 19/05 the patient was admitted to the plant and that the usip13 monitor was assigned to this patient at the same time; however, the monitor does not appear connected at the level of the control panel at that time. It was connecting to the control panel only on 21/05 at 11:11 am. The monitor did not seem to be connected to the network. This is based on the logs indicating that the monitor was in unknown status with an ip at 0.0.0.0 (which corresponds to the status in which the monitor is before its first connection to the network) and that the control panel detected that it was the mx750 monitor with the ip 10.111.150.75 (message device transition). If the event occurred before 11:11 a.m. On 21/05 then the event could not be reported to the control panel and the interbedside because the monitor was not detected at the network level. Based on the information available and the testing conducted, the cause of the reported problem is unknown; however, it seems to be related to a network problem rather than an operating problem. The reported problem was confirmed. The customer was provided information, and the device remains with the customer and operational. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that during a cardiac arrest, a red alarm was not generated by the device. It was indicated programming the monitor did not generate a red alarm during the cardiac arrest in addition to the inter-room and pop-up windows not being activated. It was noted to be a configuration issue. The device was in clinical use at time of event and did not result in a delay of care or serious injury.